Event description:
A report was received that the patient was hospitalize due to tightness in her chest going to her arm, left leg was also swollen and warm. The patient was treated. The patient was released from the hospital. No further information was provided to bsn representative.